Event description:
The customer contact reported channel 2 of the device alarmed with an e321 (battery charger timeout) error code. At an unspecified time, channel 2 of the device was programmed to deliver an unspecified medication, and the delivery was started. No specific programming parameters were provided. At 1300, it was reported the device alarmed with a e321 (battery charger timeout) error code. The device was removed from clinical svc. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided, including if the delivery was resumed with a replacement device.

Manufacturer narrative:
Testing and investigation found channels 2 and 3 of the device alarmed with an e321 (battery charger timeout) error code. This was due to the battery. The device history was downloaded at the svc ctr. A review of the device history indicates on (B)(4) 2013 at 0717. Channel 2 of the device was programmed to deliver at a rate of 3.8ml/hr, with a vtbi (volume to be infused) of 8.9ml, for a duration fo 2 hr and 20 min, and the delivery was started. At 0921, the device alarmed with an e321 (battery charger timeout). Between 0923 and 0924, the device alarmed n102 (infuser idle 2 minutes) and the device was turned off. As indicated, the device has been identified as part of a product recall. This report represents all the info know by the reporter upon query by hospira personnel.